Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.

Event description:
(B) (4) same case as MFR report #: 2134265-2010-00527. Same patient as MFR report #: 2134265-2010-00522, 0525. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The patient had unknown size taxus express2 stents placed in the mid left anterior descending (lad) artery in (B) (6) 2006 and (B) (6) 2007. The patient returned in (B) (6) 2009 with angina pectoris and angiography showed 90% restenosis of the mid lad. Treatment consisted of balloon angioplasty and placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The patient was discharged one day post reintervention with not residual effects.